Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an air lock in the pump the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Upon explant the pump was tested and no fluid leak was detected, but the physician saw large air bubbles. There were no other patient complications reported in relation to this surgery. Should additional information be received a supplemental report will be submitted.